Event description:
Info received from our (B)(6) affiliate. On (B)(6) 2011 a pt who wore 1-day acuvue define contact lenses reported experiencing an adverse event. The pt reported being diagnosed with a corneal ulcer "about 3 - 4 months ago." The pt admitted sleeping in the lenses several times and that the pt had been instructed to not wear colored contact lenses. On (B)(6) 2011, the pt was contacted and provided add'l inf. The pt reported developing a corneal ulcer "around the end of (B)(6) 2011." The pt reported being instructed to d/c lens wear for about 3 months, prescribed eye drops and eye ointment three times a day and that the ulcer resolved but a "small scar" remained. The pt also reported that the treating eye care professional (ecp) did not prescribe the lenses for the pt; another ecp prescribed the lenses with the condition that the pt would wear the lenses for a "short period of time" because the pt "has severe insufficient oxygen and that the pt had better wear eye glasses." The pt refused to provide the contact details for the treating ecp, did not indicate which eye was affected and stated that the product in question was not available for return for eval.

Manufacturer narrative:
Multiple attempts were made to contact the pt to obtain add'l info. On (B)(6) 2011, the pt reported that the ulcer occurred in the right eye, provided the name of the treating clinic, consented to allow the treating ecp to be contacted to obtain add'l info and agreed to return four sealed remaining lenses from the same multipack of the product in question. On (B)(6) 2011 the treating ecp was contacted but refused to provide any add'l info without the pt's written consent. The pt has not yet signed the consent or returned the product in question for eval. No add'l info is available at this time. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Lot 3785990795 was produced under normal conditions. Based on the limited info available, no further investigation can be conducted at this time. Because a corneal ulcer may or may not be a serious reportable injury, this event is being reported worst case. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. No eval will be performed.